Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a battery out limit alarm and an after battery change alarm after the customer tried using the insulin pump after not using it for quite some time. The customer's reading was unknown. The customer was advised to rewind the device and received a failed battery test alarm. The batteries were out of the device longer than allowed. The customer inserted a new battery and the device worked. Customer was advised to monitor the device and call back if problems recurred. Nothing was replaced or returned for analysis.